Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the rt240 adult dual heated breathing circuits did not pass the ventilator leak test. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt240 adult dual heated evaqua breathing circuits were not returned to fisher & paykel healthcare (B)(4) for evaluation and there was insufficient information provided for us to determine what the nature of the problem might be. We are thus unable to confirm what had caused the problem reported by the customer. All breathing circuits are visually inspected and pressure tested before release for distribution, and those that fail are rejected. Our user instructions which accompany the rt240 adult dual heated evaqua breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Verify that ventilator alarms are set to detect loss of pressure and over pressure. The hospital staff correctly checked the subject breathing circuits before patient use, which is in line with our rt240 user instructions.